Manufacturer narrative:
Initial reporter room #(B)(6), phone# (B)(6). F2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation:  rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "patient began to notice hardness in both reconstructed breasts after bilateral mastectomy with allergan implants below. Patient related this to direct trauma from the fall." Later, a breast ultrasound revealed a ruptured left breast implant. In addition, a clinical event of capsular contracture, baker grade unknown was reported. The device was explanted and replaced.